Event description:
It was reported that patient underwent a surgical procedure to explant his artificial urinary sphincter (aus) due to implant not working as well anymore. Pump and cuff removed. Balloon stayed on right side. Additional information was received. There was a leaking in the cuff.